Event description:
It was reported that the drive support cap is loose. During the rewind process, the drive support cap is pushed out. The blood glucose reading is 412 mg/dl. Customer treated with manual injection. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a cracked end cap. Unable to perform the occlusion, prime and no delivery tests due to the cracked end cap. A cracked display window also noted.